Event description:
It was reported that console was experiencing inconsistent helium loss alarms. When clinicians addressed the alarm situationm the screen "froze". Console was exchanged. There were no reported patient complications. Biomed ran the unit overnight. They were unable to duplicate event. Console returned to service. Clinical support to address proper procedures for handling alarms.